Event description:
Patient reported experiencing an extremely low blood glucose level, 38 mg/dl and administering a glucagon injection to increase the level. Patient stated he believes the device is over delivering.